Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient accidentally and without memory disconnected the power module patient cable. The patient¿s husband found her lying in a hallway outside of the bedroom. She was breathing but incoherent. The husband had no idea how long the pump was off; he stated that he did not hear the alarm until he happened to go closer to where the patient was located. The alarm was a continuous red heart alarm. The husband reattached the power module patient cable and the patient became more awake and her pump parameters were all within her normal range. The patient was taken to the hospital and suffered no untoward effects. The patient¿s international normalized ratio at the time of the pump stoppage was 2.5.

Manufacturer narrative:
Approximate age of device - 1 year and 11 months. The device is expected to return but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, attempts by the manufacturer to obtain the device for analysis were unsuccessful and the device was not returned. A full evaluation of the device could not be conducted as the device was not returned for analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.